Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. Customer reported an elevated blood glucose level of 305 mg/dl. The customer administered a manual injection to address blood glucose levels, and has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.